Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. MFR# clarification: new registration number 3012307300 (B)(4) is now being used for MFR report number, replacing registration number 2183502 (B)(4).

Event description:
It was reported that a bivona custom pediatric tracheostomy tube does not fit correctly on the heat moisture exchangers (hme). The event was observed by a registered respiratory therapist while visiting the patient and family. The hme fitting issue was noted to be an ongoing issue. No patient injury was reported. See MFR: 3012307300-2016-00226.

Manufacturer narrative:
According to the reporter, the heat and moisture exchanger fit correctly onto the bivona® custom pediatric tracheostomy tube once the device was twisted on. Please note, as the reported issue was a user error and the patient did not experience any adverse health outcome, this event has changed from a reportable malfunction to a non-reportable event.